Event description:
After treatment with cosmoderm, the patient developed a pink raised bumpy rash around her mouth at one of the treatment sites. The physician has diagnosed this as an allergic reaction and prescribed oral prednisone and topical hydrocortisone cream to treat the symptoms.